Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that the device had a long charge time. The device was explanted and upgraded to a biv ICD. No patient complications were reported as a result of this event.